Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. On an unreported date, the patient began treatment with injection of reflin 1 gram per day (route and duration not reported), injection of tobramycin 40 mg per day (route and duration not reported) and injection of heparin 25000 international units (iu) x 5 ml three times/day (route and duration not reported). Dianeal therapy was ongoing. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. At the time of this report, the patient was recovering from this peritonitis event. No additional information is available. This is report 1 of 3 involved in this peritonitis event.